Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 53 mm diameter abdominal aortic aneurysm. The iliac arteries were extremely calcified, and there was calcium in the lower portion of the aneurysm sac. The left femoral artery was thrombosed and the aortic bifurcation was tight. It was reported that prior to insertion of the delivery system an endarterectomy was performed followed by a patch of the placement of a vessel patch. Upon insertion of a 16 french sheath to dilate the left common vessel patch. Upon insertion of a 16 french sheath to dilate the left common iliac artery, the patch tore and the patient began to bleed profusely. The patient lost a significant amount of blood and came close to coding, but was stabilized with reintroduction of fresh blood. A conduit was sewn in on the left side after which the talent device was positioned at the level of the renal arteries. The patient again began bleeding profusely and coded. The stent graft was deployed and more blood products were infused, performed CPR, and used the defibrillator without any success but the patient expired. The physician commented that there was significant calcification in the common iliac arteries and aortic bifurcation, and he believes that the calcium splintered off and perforated the vessel as the device passed through. The bleeding was actually stopped by the sealing in the bifurcation from the deployed stent graft; however, at that point, the patient had gone into cardiac arrest. The patient may not have been properly stabilized the first time, resulting in rapid deterioration during the second event. Additionally, he commented that the device did not malfunction in any capacity. The delivery system was received and its evaluation is pending.

Manufacturer narrative:
Other (required secondary intervention) - evaluation results and conclusion: (significantly calcified iliac arteries). (Ruptured vessel/aneurysm, death).